Manufacturer narrative:
Explant performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock measurements. This rv lead was connected to the non-boston scientific device. No noise was observed. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the rv lead and the non-bsc device were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock measurements. This rv lead was connected to the non-boston scientific device. No noise was observed. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.